Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 17-dec-2019, UDI#: (B)(4); product ID: 977a175, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having an MRI scan done because the patient had slipped on ice and they were concerned that lead wires moved or became displaced. The hcp also stated that the patient told them ¿it was turned off and it was dead¿. The hcp did not know if the patient was referring to the ins or the controller. Technical services reviewed instructions for charging and reviewed MRI information. No symptoms were reported. It was asked but was unknown when the patient slipped on ice and when the device was dead. No further complications were reported/anticipated.